Event description:
(B)(4).

Manufacturer narrative:
The reported symptoms appear to be related to a single org receiver. The customer installed a new antenna on the receiver and the problem was resolved.